Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Gfe attempts were performed to obtain additional information, but no response was received from the customer. Device was returned for evaluation and the customer's allegation was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was not reproduced, therefore, the cause and the root cause could of image problem not getting an image could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope was not getting an image and the ultra sound is not working. The issue occurred during preparation for use. There were no reports of patient harm.